Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and death are listed in the xience prime instructions for use as known patient effects of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
(B)(6). It was reported that on (B)(6) 2013 the 2.5x15 xience prime stent was implanted in the de novo, 100% stenosis in the moderately tortuous, mid left anterior descending coronary artery. The patient had chest pain treated with medication and was hospitalized, but the patient expired on (B)(6) 2016. The patient representative refused to provide any additional information regarding the patients death. No additional information was provided.